Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that there was no device malfunction and ventilation was not interrupted at the time of the event while the ventilator was used. The ventilator became inoperable or stopped working as intended due to the user misinterpreting the alarms of the device. The application or interpretation of ventilation with the g5 was probably difficult here for the user. From a technical and clinical perspective, there is no evidence of device malfunction. This is also confirmed by the technician at site who also could not reproduce the problem. He tested the device with the complete test software and as all tests were passed the device could be released again. In consequence no correction has been performed. There was no patient or user harm reported.

Event description:
G5 ventilator set up initially correct. Responded to room for vent alarm, vent found to be in pediatric mode and patient not being ventilated properly. Seems vent switch to pediatric mode without user input. Vent reset to adult, and replaced when another vent became available. G-5 ventilator spontaneously switched from adult mode to pediatric mode. Patient hand-bagged until switch back to adult mode. Rrt (registered respiratory therapist) in room to observe function of ventilator until new g-5 placed on patient. Malfunctioning g-5 sent to technology coordinator to assess.